Event description:
Article: extrinsic subclavian vein compression after osteosynthesis of a midshaft clavicular fracture in an athlete; rossi, luciano a.; piuzzi, nicholas s.; bongiovanni, santiago l.; tanoira, ignacio; maigon, gaston; ranalletta, maximiliano; case reports in orthopedics, volume 2015, article ID 981293, 5 pages. Case 1: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced a subclavian external compression related to the second screw; plate and screws were removed.